Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation periodic maintenance 2 was performed. During service the device failed a test step for nurse call (on). In conclusion the system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, components were only replaced as part of maintenance of the device: air inlet filter, particulate filter and muffler assembly. The silver frame around the power button was missing therefore the vanity cover assembly was replaced unrelated to the confirmed malfunction. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software was confirmed (version 1.06.10.000).